Event description:
It was reported that during atresia repair surgery, it was observed that the console and motor device had an e6 error. The reporter was unable to determine which device was the cause of the error. There was a fifteen minute delay to the surgical procedure and a spare device was available for use. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. The reporter could not clarify the exact event date. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the reporter's complaint was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. A supplemental medwatch report will be sent accordingly.